Event description:
Gyrus acmi trisector handpiece disconnected at the jaw intra-abdominal. Trisector pulled out by surgeon with a piece missing. Piece found in abdomen and removed. X-ray taken of abdomen.